Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the plunger advanced over the lens and they had to use the spare lens provided.the lens was discarded and did not affect the patient. Additional information has received and it states that the surgery was completed by a unspecified backup lens with the exact same power.